Event description:
Biomed reported that pump is giving a "needs service, maintenance required. Alarm. Pins are clean, no issues loading cassettes. No patient harm and biomed stated he believes the errors were displayed at power up, not during active infusion. Preliminary evaluation of the device logs indicates that this is a sensor hardware failure (downstream pressure sensor). This stopped an active infusion (per the device logs). As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. Device was powered on and no pump problem alarms were triggered during startup tests. Pump then had final acceptance testing ran to test the device during a mock infusion. Device passed all testing. Device was opened to examine the fva board and the dsps sensor attached, including the flex cable for any signs of damage or wear. No damage was observed on fva board and flex cable, dsps sensor was working as intended. Reverted device to bringup mode to run functional test 7 to verify the dsps functionality. Device passed testing with all values being within appropriate range that would signal range being on the edge of spec. No fault was reproduced during testing of this device.